Manufacturer narrative:
The initial reported event of infection and erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: there was an infection. There was not enough information to make any determination based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. There was erosion/necrosis. There was not enough information to make any determination based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. Product analysis occurred. The primary analysis finding was: returned product analysis was performed and no anomalies were found. Additional finding(s) include: visual analysis of the lead indicated apparent explant damage. Further action was not required because the product tested within specification and performed as intended. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. Concomitant medical products: d314drg ICD, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was infection and erosion of the device pocket. The device and leads were removed. No further patient com plications have been reported as a result of this event.